Event description:
Device end user (consumer) purchased a dentek comfort fit. His wife woke him up after hearing choking noises and she had to retrieve the nightguard from his throat. She inadvertently scratched his throat with her fingernails and he went to the emergency room where he was treated and released. This consumer had experienced the same issue with the same product - reference MDR# 2938386-2009-00002.

Manufacturer narrative:
The device was not returned to the manufacturer, and consequently was not evaluable by the manufacturer for the root-cause for failure. Evaluation results codes and evaluation conclusion codes are based strictly on his call on the manufacturer following the adverse event. The dentek comfort-fit nightguard consists of two molar pads to prevent contact of maxillary and mandibular teeth, and thereby alleviate nighttime bruxism. The two molar pads are connected to one another by a buccal strap which rests between the lower lip and the lower front teeth.